Event description:
Family reports that the pt took a scooter out for a test drive and the scooter allegedly collapsed and threw him into his neighbor's yard. Pt was taken to (B)(6) hospital where he later died. No further info is available at this time. Scooter delivered to pt's home on (B)(6) 2010.